Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the cine bridge board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a cine disk not available error upon boot up. This would prevent the cine function from operating. There is no report of injury or death associated with this event.